Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause was that the lubricant solidified due to moisture and water entering the inside, which hindered the movement of the angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the phenomenon has been reproduced. Leaks from subject device. Scratch on distal end cover. Corrosion on metal contacts. Bending section rubber cut. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that the angulation mechanism of the subject device remained locked. There was no report of patient injury associated with this event.